Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23069. It was reported that the patient experienced numbness and difficulty walking following a perm implant on (B)(6) 2020. In turn, the patient's entire scs system was explanted on (B)(6) 2020. Imaging showed that the patient had a possible epidural hematoma. The patient is stable following the explant and recovering.